Event description:
I purchased a sunbeam heating pad (B)(4) and fell asleep while using it. It did not shut off and left me with third degree burns on my back. I went to the hospital and was treated for severe burns on my back and given pain medication and silvadene cream. I purchased the pad at (B)(6) approximately 4 months ago.